Manufacturer narrative:
The subject product was reported to be available, but has yet to be returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine why the device was "not effective in closing the peritoneum flap". If/when the sample is returned or additional information is received, a supplemental report will be submitted. A review of the manufacturing records for the subject lot was performed and found that the lot was manufactured to specification. Addendum: the sorbafix fixation device was returned for evaluation. The device was received with a bent cannula shaft. It cannot be determined if this occurred during use, or because the device was returned with inadequate/damaged packaging. A functional evaluation could not be performed as all 30 fasteners had been deployed from the device. Inner component evaluation found the clutch input gear had been damaged. This damage most likely from forces applied during use. No manufacturing issues were noted. Root cause is most reasonably determined to be use-related. The IFU precautions the user "avoid excessive trigger force as this may damage the device" and instructs the user "compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sorbafix fixation device was not effective in closing the peritoneum flap and it was necessary to use another stapler for correct surgical treatment without risk to the patient.

Manufacturer narrative:
The subject product was reported to be available, but has yet to be returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine why the device was "not effective in closing the peritoneum flap". If / when the sample is returned or additional information is received, a supplemental report will be submitted. A review of the manufacturing records for the subject lot was performed and found that the lot was manufactured to specification. Device not returned.

Event description:
It was reported that the sorbafix fixation device was not effective in closing the peritoneum flap and it was necessary to use another stapler for correct surgical treatment without risk to the patient.